Event description:
It was reported by service report that the top rail and locking spindle were broken causing the siderail to not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking spindle.